Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) catheter split. The following information was provided by the initial reporter: "material no:381412 batch no: 0157381 it was reported that the catheters have split upon opening of the package and that it is bending at the insertion site. Verbatim: multiple catheters have been split in half upon opening of package right before we start a patient IV. We have disposed of over 10 different needles due to the inability to use them safely on our patients. Also noticed softening of the catheter so much that its bending at IV insertion site as well, causing a re-start of the IV for proper infusion. Please advise on how we can either get a replacement box or what we can do to continue using your brand of IV catheters."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) catheter split. The following information was provided by the initial reporter: "material no:381412, batch no: 0157381. It was reported that the catheters have split upon opening of the package and that it is bending at the insertion site. Verbatim: multiple catheters have been split in half upon opening of package right before we start a patient IV. We have disposed of over 10 different needles due to the inability to use them safely on our patients. Also noticed softening of the catheter so much that its bending at IV insertion site as well, causing a re-start of the IV for proper infusion. Please advise on how we can either get a replacement box or what we can do to continue using your brand of IV catheters."